Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that an unknown patient developed an infection and the system was removed several years ago. The patient was not replanted as his medication covered his symptoms. If additional information is received, a follow-up report will be submitted.